Event description:
Information received regarding the explanted device notes an inappropriate rate increase to 110 ppm in both chambers. Although magnet placement resulted in pacing at the pro- grammed setting of 60 ppm, after reset, the rate increased to 130 ppm without magnet and 70 ppm with magnet. The patient passed out the night prior to the follow-up exam- ination and due to a history of collapse, the physician elected to replace the device.